Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl and high blood glucose levels of 475 mg/dl. The customer was treated high with shot of insulin and lows with soda and peanut butter crackers . Customer's blood glucose value was 46 mg/dl at the time of the call. Customer has been experiencing low blood glucose for (B)(6) 2017. The customer declined to troubleshoot for low and high blood glucose. Customer states had a low because of it the pump didn't give me any messages during the flight. The customer was advised how to use airplane mode. The insulin pump will not be returned for analysis.